Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm was received. Infusion site was changed and the tubing was primed. Occlusion reoccurred. Cartridge was changed and occlusion was resolved.